Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no indication that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The target nodule was located in the right lower lobe close to the pleura. A post procedure chest x-ray was taken and detected the pneumothorax. A chest tube was inserted to resolve the pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.